Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient underwent a laparoscopic appendicectomy surgery at (B)(6). The operation report notes t he use of a "5mm hemolok mesoappendix and 1 x 0 pds endoloop base endocatch bag". The patient was discharged home. The patient returned for a follow up at a surgical outpatient clinic. It is noted that the patient was experiencing flu-like symptoms, pain in the throat, ear, and difficulty urinating. The patient continued to complain of these symptoms over the following years. A cystoscopy was performed at a private hospital. There was no cause for abdominal pain. The patient underwent a laparoscopy, umbilical wound exploration, drainage of the abdominal wall, abscess, and removal of a foreign body. The foreign body was identified as an auto suture with 10mm specimen retrieval pouch.